Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed battery out limit, which could not be cleared due to an unresponsive keypad and buttons. The customer's blood glucose was 203 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).